Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal dilaudid. The patient had the pump implanted and developed amenorrhea. The patient first experienced amenorrhea on (B)(6) 2014 (two days post-implant). The total system was explanted, and the patient's period resumed two days later. The hcp was not concerned at all and was wondering if this had occurred in other patients. The hcp noted that the patient was close to menopause and was unsure if that was causing the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.